Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: foot control device. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the reported condition of the device only functioning with the foot control device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was getting warm while running; however, it was still functional (with both; pedal and hand control). During service / repair, it was observed that there was an unknown liquid on the housing, and an unknown liquid substance on the motor and electronic control unit (ecu). It was further determined that the issues were consistent with improper cleaning. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the electric pen drive device was only functioning with the foot control device. During in-house engineering evaluation, it was observed that the device was getting warm while running; however, it was still functional (with both; pedal and hand control). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.